Event description:
During a 3rd molar removal the bur stopped spinning. The surgeon's assistant tried to spin the bur with their hand and received a burn on the right index finger. The burn was treated with cold water and ointment.